Event description:
A pt went a laparoscopic procedure with the car 27 device. This was a very difficult case, because of the pt condition (asa 4). The laparoscopic procedure was converted after mobilization to open procedure. After firing the car 27 device and the following control of the donuts, the proximal part was found to be incomplete. Leakage test was performed twice and a colonoscopy was made. Everything was ok. At day 5, a dehiscence was diagnosed. The pt was re-operated.